Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter has a data port issue (data cable will not fit into the port). This complaint is classified according to the documentation of the customer care advocate. The patient encountered the onset of the data port issue on (B)(6) 2014 at 2 pm. The patient felt warm 1 hour after the data port issue began. There was no report of any required medical treatment as a result of the issue. The data port issue was not resolved with training. This complaint is being reported due to the unresolved data port issue. There was no evidence of a serious injury associated with the data port issue.